Event description:
Boston scientific crm received information that an x-ray confirmed the right atrial lead was fractured. Information was later received that this lead exhibited impedance measurements greater than 3000 ohms. As a result, this lead was surgically abandoned. No adverse patient effects were noted.

Manufacturer narrative:
This lead remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received. This lead was abandoned, therefore boston scientific crm will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this event will be updated.